Event description:
During flush hub leakage was noted. During the flush using saline solution leakage was noted from the hub of the transit microcatheter, (600-330). Therefore, another micro catheter (transit, 600-330) was used for the procedure. Reportedly, there was no cracks on the hub. No other information was available. It is not known if there was any difficulty connecting to the luer hub. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used.

Manufacturer narrative:
There is not enough information to determine if procedural factors of misalignment during connection or if the concomitant device contributed to the reported event. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including static pressure test.